Manufacturer narrative:
The data history logs from the pdm confirmed the high blood glucose levels as reported by the patient. The pdm was tested using control solution and a supply of strips on hand. All readings were in the expected range. The pdm was tested on the testings/calibration system used to qualify new product, and the unit was found to meet all specifications. The pdm was found to be functioning properly. Testing of the pdm confirmed that the device was functioning properly and was within specification. The device labeling specifies the steps and preparation required to perform bg testing. I.e, proper cleansing and preparation of the selected test site.

Event description:
Customer called to report that he was admitted into the hospital after experiencing a low blood sugar and passing out. Before he passed out, his bg reading was 300. He took it again and his level was 289. He then took a 3 unit bolus and then 20 minutes later said he passed out and his roommate called 911. He said that his bg in the ambulance was 24. He was diagnosed with a low blood sugar. Customer wants us to replace his pdm as he thinks his the bg meter isn't working. He thinks that his bg was incorrect and that he was probably in a normal range and then took a bolus which was obviously too much insulin. He said that he took a couple readings and compared with the hospital's meter and was getting over a 20% discrepancy. He thinks that there's a problem with the bg meter readings as there seems to be a 20% discrepancy or greater. The would like us to replace his pdm. The patient agreed to return the pdm for evaluation by insulet.